Event description:
The device was used during appendectomy. Reportedly, the device was difficult to close but was inserted through the trocar. After firing, a piece of plastic broke of the dlu which was retrieved. No patient injury was reported. Another device was used to finish the procedure.